Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via analysis of the log files. The log files contained approximately 1 day of relevant data combined (17mar2024 ¿ 18mar2024 per the timestamp). The log files captured a driveline communication fault alarm from the beginning of the log files (captured on 17mar2024 at 01:22:21) to 18mar2024 at 10:11:34. The alarm resolved once the driveline was disconnected on 18mar2024 at 10:11:34 to exchange the system controller. The exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from this log file as the data was overwritten by newer incoming data. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The log files contained approximately 23 days (01jan2000 ¿ 21jan2000, 16mar2024 ¿ 18mar2024 per the timestamp). The log files captured a driveline communication fault alarm from the timestamp of 21jan2000 at 20:47:05 to 18mar2024 at 09:59:09. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the alarm activated and the initial conditions that caused the alarm to activate cannot be determined from this log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The modular cable was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable, lot number 7446510, was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm. Log files confirmed driveline comm fault events throughout its history. The system controller and modular cable were exchanged and no further alarms were noted. Follow up log files had no further driveline comm faults.